Event description:
It was reported the suture cartridge became stuck within the speedstitch suturing device during an arthroscopic shoulder procedure. The physician was able to remove the sutures; however he was forced to revert to a mini-open. Although the pt experienced a surgical delay greater than 30 minutes, no complications were reported.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no mfg or expiration dates can be provided.